Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief was detached from the luer. The flow test was not possible because the strain relief/luer was separated. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief/luer could be seen. The reported clinical observations were confirmed by the analysis.

Event description:
It was reported that the catheter exhibited a leak from the flush port. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. After connecting the catheter to the flush line, a leak was observed from the flush port on the handle. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the catheter exhibited a leak from the flush port. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. After connecting the catheter to the flush line, a leak was observed from the flush port on the handle. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.